Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the units that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The 510k number was not provided as these are custom defined products.

Event description:
It was reported that in this vamp adult set the pressure tubing was detached at the point of the shut-off valve in 5 cases that occurred in different patients. In all of them, there was blood loss but not significant. The issue was solved replacing the devices. There was no allegation of patient injury.